Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2021-00629 ((B)(6) - ae-qas-sp42). 9610612-2021-00630 ((B)(6) - ae-qas-sp42). 9610612-2021-00631 ((B)(6) - ae-qas-sp42).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported on the ess surgeon survey that there was an issue with an activl device implanted during a procedure performed in (B)(6) 2018. According to the complainant, the activl spike endplate, which had been implanted at l4-l5, migrated "a few millimeters (mm)" anteriorly two weeks post-operatively. The physician watched it radiographically and confirmed that it stopped moving. No revision surgery was required. The complaint device was not available to be returned to the manufacturer for evaluation. The patient experienced pain and has had epidural steroid injections. Additional information was received which revealed evidence of device misplacement as well as an indication that the implant may have been too large for the patient. The adverse event is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2021-00629 ((B)(4) - ae-qas-sp42). 9610612-2021-00630 ((B)(4) - ae-qas-sp42). 9610612-2021-00631 ((B)(4) - ae-qas-sp42).